Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a healthcare professional (physician's assistant). This case was cross-referred with cases (B)(4) and (B)(4) ((B)(4)). This case involves a female patient of unspecified age who experienced severe pseudo-septic type reactions after receiving treatment with synvisc one. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On an unknown date in 2014 (last week), the patient started treatment with synvisc one injection into an unspecified knee (route, dose, frequency, batch/lot number and expiry date: not provided) for an unknown indication. On an unknown date in 2014, after few days, the patient experienced severe pseudo-septic type reactions. Action taken: unk. No corrective treatment was reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was indicated and the results were pending for the same.